Event description:
Situation: a patient received approx 1000cc of total parental nutrition - tpn- over a 3 and a half hour period due to a free flow of IV fluid while infusing via a smart pump. Background: a new tpn IV bag was hung at 2005 at 50cc/hr. At 2337 an elevated blood sugar of 437 was noted and successfully treated with IV insulin. The nurse noted at that time approx 100cc of tpn had infused over the 3 and a half hour period, compared to the 175 cc that the pump was programmed to infuse. The infusion was stopped and the IV pump was taken out of service. Assessment: the malfunction of the carefusion smart pump occurred as a result of the screw that holds the door latch handle in place on the lvp module had worked itself loose from the handle. The operator was able to close the door enough for it to latch, preventing an alarm. By the screw being loose and sticking out, it prevented the door itself from being fully closed against the bezel assembly membrane frame and platen assembly which resulted in a free flow event. Recommendation: a visual check of all lvp modules and any modules with protruding screws on the door will be taken out of service and tagged for biomed. Date of use: (B)(6) 2013. Reason for use: management and regulation of IV fluid. Event abated after use stopped or dose reduced?: yes.